Event description:
It was reported that the user experienced hyperglycemia while using the ilet after running out of insulin overnight, switching to multiple daily injections with long-acting insulin, and then reconnecting to the ilet after the recommended wait, with device alerts indicating no insulin and high glucose and a highest reported blood glucose of 463 mg/dl. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization as glucose values began to stabilize after reconnection, with a subsequent continuous glucose monitor (cgm) value of 252 mg/dl. Investigation included troubleshooting and education, including guidance on safe reconnection timing after long-acting insulin and assistance with device reconnection and cgm pairing. Investigation of this case revealed that hyperglycemia was associated with interrupted insulin delivery due to the device being out of drug and the interim use of long-acting insulin before reconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.